Manufacturer narrative:
The root cause of the event was found to be consistent with sample quality issues.

Manufacturer narrative:
The reagent lot number is 705291. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable mg2 magnesium gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial mg2 result was 0.02 mmol/l. The doctor questioned the result as it did not match the patient's clinical status. The sample was repeated the next day and the result was 0.663 mmol/l.